Manufacturer narrative:
Voluntary medwatch report received: mw5151652.

Event description:
Voluntary medwatch report received reported that the atrial lead exhibited under-sensing and atrial arrythmia burden alert was received. No adverse patient effects were reported.